Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while the ilet system was not delivering insulin due to device disconnection for charging and subsequent need for a factory reset after the device was worn during an MRI, with recent steroid injections also contributing to elevated glucose. Symptoms included elevated blood glucose without reported acute clinical sequelae. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included user interview and troubleshooting with education, culminating in a successful factory reset. Investigation of this case revealed no device alerts or alarms and that the cause of hyperglycemia was unclear given concurrent factors of non-delivery during charging and recent steroid use. It was concluded that the event involved hyperglycemia with an undetermined root cause and that user support restored device function. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.